Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. A system interconnect cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a (B)(6), male, pt, the device's pacer output was not adjustable. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.